Manufacturer narrative:
The customer reported a spark when plugging in the device. Upon inspection, the technician was unable to find any malfunction with the device. The welch allyn® spot vital signs 4400 (device) is intended to be used by clinicians and medically qualified personnel for operator initiated spot-check/single measurement of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in oral, rectal and axillary modes of adult and pediatric patients down to 29 days of age. The intended use locations for patients to be measured are physician¿s offices, general hospital and alternate care environments. The baxter service thoroughly inspected the device and was unable to duplicate the reported issue. The device functioned as designed. However, if the report of sparking were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
Customer reported the staff noticed the unit making an unrecognized sound and then sparking. The device was plugged into ac power when it made the sound. After unplugging it and plugging it back in there was a spark. There was no patient/user injury, medical intervention, symptom, or adverse event reported.